Event description:
Pt reports her cadd legacy pump sn (B)(4) alarmed empty cassette but pt had mixed the evening prior. No other info known. The reported product fault occurred while in use with a pt. The product issue did not cause or contribute to pt or clinical injury. We replaced device. Dose or amount: 100 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.